Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 578 mg/dl. The customer was treated with intravenous saline and continued insulin therapy via the pump. The customer was released from the ER 3 hours later with no permanent damage. The cause for the reported issue was unknown. Customer declined all further troubleshooting.